Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). Investigation summary: it was reported there were issues with needles. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show two packaging blisters. One packaging blister has a needle with no plastic shield, and the other packaging blister a plastic shield with no needles assembly. No other defects or imperfections were observed. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case the parts were not assembled to the plastic shield. A device history record review was completed for provided material number 305197, lot number 2005120. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the shielder was performed. The settings were correct, the alignment of the fixture was good and the flow of products was acceptable. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to using a bd¿ needle 1 in. Single use, sterile, 16 g, the unit package was damaged causing a compromise in sterility. The following information was provided by the initial reporter: we have had issues with these needles the last 2 days.